Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation, therefore a final root cause of the reported event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported multiple errors were received on the subject device. Error 139 (pairing timeout), error 152 (footswitch error), error 37 (footswitch error, release foot pedal), error 151 (footswitch error), and error 441 (fiber error, rfid error) were displayed. Troubleshooting was attempted and error 441 was cleared. The instructions for use, maintenance manual, and footswitch pairing instructions were sent to the customer and additional troubleshooting was suggested. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event. This report is being submitted for the pairing error.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. Attempts to obtain additional information regarding the outcome of the suggested troubleshooting were unsuccessful. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.